Manufacturer narrative:
(B)(6) 2016 02:55 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor mini generated a low pressure alarm during testing. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Investigation on-site has been performed by our field service engineer(fse). Troubleshooting revealed that the unit had a defective capacitor for the compressor motor. The capacitor was replaced, and the compressor was returned to service after successful function checks were completed. The capacitor was received for investigation and was mounted in a reference compressor. It was able to be confirmed, that the motor would not start. A measurement also revealed that the capacitor did not perform as specified. The capacitor acts as a start-up capacitor for the compressor motor, and if the capacitor is broken/damaged the compressor will not start. If one of our ventilators are connected to a compressor with the reported failure, the supply of air will have stopped. The ventilation will continue with o2 gas. There will be several alarms generated by the ventilator when the air supply is stopped. The root cause for why the capacitor has become broken, has not been determined from this investigation.

Event description:
(B)(4).